Event description:
The nurse was changing out inner cannula during tracheostomy care and noted that the inner cannula was extremely soft and pliable. When the cannula came out of the patient, it was twisted.